Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 574 mg/dl. Customer gave a bolus to address bg. Reportedly, the incident caused a heart issue. Customer was treated in the hospital with intravenous fluids of saline and insulin to address the elevated bg. The caller alleged the pump was not delivering insulin; however declined a system check therefore the allegation could not be confirmed. The customer reverted to an alternate form of insulin therapy.